Manufacturer narrative:
H6: evaluation codes: results - (other): visual inspection of the returned product found no visiable damage to the lens. There are evidence of clear surgical residue and reddish residue. Conclusions: no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The surgeon attempted to insert an aq2003v silicone three-piece lens, but the lens became stuck in the cartridge. The cartridge was in the pt's eye, but there was no pt contact with the lens. There was no injury. This is one of two lenses the surgeon attempted to insert into the pt's eye - see MFR report #2023826-2005-01586.